Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.

Manufacturer narrative:
Received only catheter. Per visual inspection, sample was evaluated and observed pinhole on shaft from outside. Microscopic examination of the pinhole looks like it was caused by a rough object from outside. Per functional evaluation, - inflated with water and observed water leaking from inflation lumen. - treated the site with congo red, a substance that indicates the presence of lubricious coating, and found the coating was not present inside the pinhole. The pinhole was created post lubricious coating. Per dimensional evaluation, pinhole about 5mm long was noted. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "a review of the device labeling is adequate to prevent the reported event.do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter dislodgement was found 2 days after placement. It was also alleged that a pinhole was found.